Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal cover fell off from the doudenovideoscope. The physician then proceeded with an oesophago-gastro-duodenoscopy (ogd) procedure. The distal cover was found in the patient's mouth and was retrieved. It was noted that the distal cover was broken. There were no further reports of patient harm. This report is 1 of 2, for the distal cover.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.